Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient presented to the clinic for routine follow up when it was determined that the right ventricular (rv) lead "was not pacing or sensing appropriately." Right ventricular (rv) lead was not able to capture when programmed bipolar and had intermittent capture when programmed unipolar and at max output with high thresholds. High impedance, oversensing and noise were also noted. A lead fracture was suspected. The lead was reprogrammed and ultimately capped and replaced. No patient complications have been reported as a result of this event.